Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to access the correct item. The technical support specialist (tss) advised that de-assigning and assigning the items would fix the error. The tss instructed the customer and provided the bin location and all pertinent information. Tss confirmed that the customer resolved the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, it had a wrong item in bin, unable to access the correct item for her patient. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.